Manufacturer narrative:
Additional information has been provided in h.6. And h.10. The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported two phacoemulsification (phaco) handpieces did not have phaco power during a surgical procedure. The phaco handpiece sounded different to what they normally heard at 100% torsional power. The case were completed. Patient impact was not reported.